Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display was activated, and the correct software loaded. Standby mode became active and the bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. Both the standby/run mode and front panel functionality tests failed due to a defective front panel membrane switch. All other tests were successful. Measurements were taken on lumen output and bulb voltage. The measurement for lumen output was within specification. The measurement for bulb voltage was over its upper specification limit. The root cause of the reported failure was traced to a defective front panel membrane switch. Further investigation revealed that the bulb was defective. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit experienced an issue with standby mode.